Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 12/06/2025 and 12/07/2025. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2027, in the evening, the cgm reading was 180 mg/dl, and the blood glucose reading was 80 mg/dl. The patient turned off the pump, but the sensor was kept in place, and the patient went to sleep. In the morning the patient was woken up by their wife who stated that the patient had been unconscious. The patient had juice at home, and an ambulance was called. The paramedics treated the patient with intravenous glucose. When the paramedics took a fingerstick before leaving the cgm reading was 399 mg/dl and the blood glucose reading was 86 mg/dl. The patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still feeling unwell, but it was understood that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.